Event description:
Per the report received from italy, a 7300tfx27 valve implanted in mitral position was explanted after an implant duration of one (1) year and seven (7) months due to calcific degeneration and pannus, which led into severe stenosis and in consequence, high gradients. The patient presented with dyspnea and fatigue before the reintervention. A bioprosthetic valve was implanted in replacement. The patient was noted as to be in stable condition.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as hospital uses its internal lab to evaluate the valve.. Images of the explanted valve were received. Customer report of calcification was unable to be confirmed through image evaluation. Customer report of pannus was confirmed. Images showed an explanted valve with what appeared to be host tissue on all three leaflets at the inflow aspect. What appear to be host tissue was observed on two leaflets at the outflow aspect. One leaflet appeared stiff in the video. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6. (Investigation conclusions).

Manufacturer narrative:
Corrected data in section h6 (type of investigation): 4114 (device not returned) replaces 4117 (device not accessible for testing) added information to section h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause for svd remains indeterminable, as no patient or procedural factors known to cause or contribute to svd were reported. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance.